Manufacturer narrative:
(B)(4) date sent: 6/8/2026 b3: publication year of 2025 d4: batch # unk d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: comparison of homemade versus commercialized single-access port devices for single-incision laparoscopic appendectomy: a retrospective comparative study authors: yu-tso liao, hui-jen hsiaoc, tzung-hsin choud, john huange, jin-tung liange doi: http://dx.doi.org/10.1097/fs9.0000000000000248. The aim of this study is to compare homemade and commercialized single-access port devices in terms of short-term surgical outcomes and medical costs. Between august 2013 and july 2024, a total of 182 patients underwent emergency single-incision laparoscopic appendectomy. Patient groups using two different port devices, 129 patients used homemade port devices and 53 patients used commercialized port devices were using harmonic scalpel (ethicon endo-surgery, cincinnati, oh, USA). The wound was closed with an interrupted figure-of-8 suture with 1-0 vicryl suture. Reported complications are n=12; clavien¿dindo complications I treatment: not mentioned. N=7; clavien¿dindo complications ii treatment: not mentioned. N=3; clavien¿dindo complications iiia treatment: not mentioned. N=2; clavien¿dindo complications iiib treatment: not mentioned. N=8; ileus treatment: not mentioned. N=2; intra-abdominal abscess formation treatment: not mentioned. N=16; superficial incision ssi (surgical site infection) treatment: not mentioned. In conclusion, the outcomes of the homemade port device were similar to those of commercialized port devices except for longer operation time. The advantages of less expensive equipment costs of homemade port devices would lower the economic burden for patients undergoing single-incision laparoscopic appendectomy in low-resource environments.